Event description:
Needle and wire were withdrawn together, wire broke off in patient's subcutaneous tissue.====================== health professional's impression:according to the vascular surgeon, felt that the wire should not have pulled away with the needle and also contributed to outcome was the patient's anatomy, scar tissue within the vessel.